Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to observations of high out of range pacing impedances greater than 2000 ohms. The lead was tested for capture and sensing at the time of capping and was normal. No additional adverse patient effects were reported.